Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal cyst ("cyst is a white pimple about the size of a pea on the inside of my vagina"), pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus 12 weeks") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("multiple fibroids"). Essure was removed. At the time of the report, the vaginal cyst, pelvic pain, uterine leiomyoma, uterine enlargement and adenomyosis outcome was unknown. The reporter considered adenomyosis, pelvic pain, uterine enlargement, uterine leiomyoma and vaginal cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal cyst ("cyst is a white pimple about the size of a pea on the inside of my vagina"), uterine enlargement ("enlarged uterus 12 weeks") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (essure removal surgery done). Essure was removed. At the time of the report, the pelvic pain, vaginal cyst, uterine leiomyoma, uterine enlargement and adenomyosis outcome was unknown. The reporter considered adenomyosis, pelvic pain, uterine enlargement, uterine leiomyoma and vaginal cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.